Event description:
Customer reported a button error alarm. The blood glucose reading was 239 mg/dl. She was unable to clear the alarm. Nothing further was reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.